Manufacturer narrative:
(B)(4). The sample was not returned. (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital identified a blood to gas leak on quadrox-d oxygenator (lot number 70049754). The unit was replaced. According to the customer, after the unit was replaced the entire arterial port of the leaking oxygenator came out of the faceplate as if it was not glued in. (B)(4).